Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the extension set was noted to be leaking at the pigtail where it connects to the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Event description:
The customer reported that pge leaked at the connection of the "pigtail" extension set to the tubing during an infusion. There was no report of patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that pge leaked at the connection of the "pigtail" extension set to the tubing during an infusion in the nicu. There was no report of patient harm.

Event description:
The customer reported that pge leaked at the connection of the "pigtail" extension set to the tubing during an infusion in the nicu. There was no report of patient harm.

Event description:
The customer reported that pge leaked at the connection of the "pigtail" extension set to the tubing during an infusion. There was no report of patient harm.